Manufacturer narrative:
Concomitant products: addr01 ipg implant date (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their pacing leads were broken and had to be repaired. Both pacing leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that epoxy was applied to both the right atrial (ra) lead and right ventricular (rv) lead during an implantable pulse generator (ipg) replacement procedure.